Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: trace of water invasion of the device. Chemical analysis of trace of water invasion found inside scope connector and residue adhered to ventilating connector detected components that are not derived from the scope, such as carboxylic acid and phosphorus. Based on these results, it is possible that the cause of water invasion of the product was that the water leakage test was conducted with water droplets containing chemical attached to the venting connector, causing water to invade into the product through the venting connector and, as a secondarily result, generating error code. However, the user indicated that the water leakage test was conducted after thoroughly removing the water droplets. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed an e315 communication error code. The issue occurred during preparation for use for an unspecified diagnostic procedure completed by using a similar device. There were no reports of patient harm.